Event description:
A customer reported a high blood glucose (bg) level, although the specific value was unknown and displayed as "high." Cause was not known. The customer addressed the high bg by administering a correction bolus via the pump. Technical support advised the customer to inspect the pump and tubing setup, finding no dislodgement or leakage issues. The customer was instructed on further inspection steps and was told to replace supplies if needed.